Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was being placed in the patient's left subclavian using the seldinger technique. Two days after insertion, a nurse at the care unit found that the catheter was leaking proximal near the skin (insertion site). Tpn (total parenteral nutrition) was leaking out of the catheter. The patient was sent back to the operating room where the catheter was removed and a new one from a different lot number was placed in the patient's right subclavian. There was a delay in treatment with no harm to the patient, no patient death and no patient complications were reported.